Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. On 11/01, pt's blood glucose was 29 and 167 mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.